Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. A complete set of device logs was received. Evaluation of the logs confirms the reported failure. The logs show that the system checkout failed the pressure transducer test due to the measured zero pressure offset for the inspiratory pressure transducer pcb being out of range; the measured zero pressure offset was 8044 mv. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. If a high offset value is measured during system checkout and if the measured value is outside the allowed limit (±300mv from factory calibrated value) the test will fail. The returned pressure transducer pcb was simulation use tested in an anesthesia system. The system checkout passed, however, during ventilation on a test lung, alarms for high peep were continuously triggered fallowed by other alarms like airway pressure: high and high continuous pressure. Error codes indicating ventilation control error and airway pressure sensor error were generated. Further investigation of the pressure sensor on the pcb found that the measured resistance in the pressure sensor bridge (wheatstone bridge) was outside limits. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the reported was caused by an offset drift of the pressure sensor.

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015.¿ date of implementation of UDI in manufacturing.

Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).